Event description:
A malfunction alarm was reported by the customer, with the code identified as malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, which the customer followed successfully. The malfunction code did not recur after the reset, and the customer was advised to contact support again if issues persist. No additional information was received regarding the outcome of the event.